Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep found that the atp board was constantly beeping and the generator was not powering up. The rep manually restarted the generator through terra term and the generator came up. The rep rebooted the system multiple times and took exposures without further issues. It was noted that battery health was good. The imaging system then passed the system checkout and was performing as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that prior to a case a medtronic representative (rep) noticed that the imaging system was no longer charging, and it appeared that the outlet went out overnight. The site was able to move the system to another outlet and get a small charge. During the case, they were able to take a few 2d fluoroscopic shots but then the system stopped taking fluoroscopic shots. The rep tried rebooting the system and this only resulted in the system beeping. The site aborted medtronic imaging, and they aborted navigation as well. There was a 30-minute delay to the case due to this issue, and there was no impact on patient outcome. It was stated by the rep that no x-rays were taken.